Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (> 400 mg/dl) while wearing the pod between 24 and 36 hours. The patient had administered bolus corrections but their blood glucose level had not decreased. The patient reports feeling dizzy as well as extreme thirst and frequent urination. The patient removed the pod prior to going to the hospital. Once at the hospital emergency room the patient was treated with intravenous fluids and 10 units of insulin. The patient reports their blood glucose was at 250 mg/dl after treatment. The patient was at the emergency room for 2-3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.